Event description:
Info received indicates the stretcher casters would lock into brake, but could be moved with little force. The casters would roll but not swivel.

Manufacturer narrative:
The tech replaced two brake casters and the steer caster due to wear.